Event description:
It was reported that this device was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was explanted and replaced, due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found that high current drain was the cause of the reported premature depletion. The source of the high current drain was isolated to an integrated circuit. Other text: it was reported that the device was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination (integrated circuit) component/subassembly failure. Device was out of specification in a manner that relates to event premature eri (elective replacement indicator).